Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a loud humming from the ventricular assist device (vad) last night. The event log only captured pulsatility index (pi) events. There were no unusual events recorded in the log file history. There were no unusual sounds heard in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a loud humming noise from the pump could not be confirmed through this evaluation. A specific cause for the event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) could not be conclusively determined through this evaluation. The controller event log file and lvad event log file contained data from 13apr2022 and 14apr2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed with stable temperature, calculated flow mean, rotor displacement, and rotor noise values. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6) with no further issues reported at this time. The relevant sections of the device history records for mlp-023980 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, and section 6 ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The sections of the heartmate 3 lvas patient handbook entitled ¿introduction¿ and ¿living with the heartmate 3¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.